Event description:
It was reported that the ems was used during a hernia repair procedure. It was reported by the affiliate that the device malfunctioned (no details). There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50851. D6: device returned with no lot ID. Based upon inquiry info rec'd, visual examination and functional test, it was concluded that the reported event occurred due to a nick in the nose, which prevent the first staples to advance properly to fire and caused the staples to jamm. Cour staples were removed from the nose. The instrument was cycled and fired 11 staples in good condition. No conclusion could be reached as to how the nose had flash.